Event description:
It was reported that the device displayed a false recommended replacement time (rrt) alert. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.